Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2015-09220. It was reported that a shaft break occurred. The patient presented with st-segment elevation myocardial infarction (stemi). The fetch2 catheter was inserted to perform thrombectomy and the clot aspiration was done. The fetch2 catheter was removed and images were taken. The same fetch2 catheter was flushed, loaded on the wire and re-inserted into the patient. The catheter was only part "way in" hen the physician noticed that fetch2 catheter "cracked" at the mid-shaft. The catheter was removed. A new fetch2 catheter was prepared. As the physician was inserting this second fetch2 catheter, it was noted to be broken at mid-shaft also. The catheter was removed. The aspiration portion of the procedure was aborted and the procedure was continued with ballooning and stenting the vessel. There were no patient complications reported and the patient's condition was stable.